Event description:
Sales rep reports that the surgeon was putting on a crosslink nut when he noticed a shaving of metal coming up from the set screw. The set screw and nut were removed and the shavings of metal came off from a second set screw. Removed the second set screw and metal shavings came off from the third set screw that was inserted. However, the surgeon torqued/tightened the third set screw and decided to leave it in the patient. See mfg medwatch report no. 1526439-2014-11254 for the first set screw that was involved in this event. See mfg medwatch report no. 1526439-2014-11255 for the second set screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was implanted.